Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2490, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Essure was removed via hysterectomy in (B)(6) 2014 and it was only able to keep right ovary due to issues with left ovary. Since (B)(6) 2013 migraines went to chronic and intractable. She was hospitalized 3 times in 2013 to attempt to break the migraine cycle. Emergency room visit in (B)(6) 2014 due to undiagnosed left flank pain. She was diagnosed with fibromyalgia in (B)(6) 2014, with endometriosis in (B)(6) 2014. She has also experienced weight gain and rash on both forearms. Despite removal in (B)(6) 2014 she still had intractable migraine. The product technical complaint investigation results which ptc number is (B)(4) was received on 25-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and since the insertion, migraines went to chronic and intractable. She had the devices removed via hysterectomy one year later. These events, seen as migraine aggravated and medical device removal are serious due to their medical importance, hospitalization and required intervention. The removal is listed in the reference safety information for essure while migraine is unlisted. Migraine is an episodic disorder, characterized by a severe headache generally associated with nausea, and/or light and sound sensitivity. Considering the essure's local action in fallopian tubes and the fact that this intractable migraines persisted even after the device removal, causality with essure use is unlikely. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. Although, in this case, the exact reason for essure removal was not specified, a causal relationship between the reported event and essure use cannot be excluded and due to surgical intervention (hysterectomy) this case was considered an incident. Additionally, non-serious event was added. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.